Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient received treatment with fortum (1 gram, once, duration and route not reported) and tarcefandol (1 gram; 4x250mg, frequency, duration and route not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.